Event description:
A dreamstation auto device was returned to a third-party service center for service. During the evaluation of the device at the third party service center, the device was connector burnt and slight dirt contamination found. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.